Event description:
The hospital reported that the vasoview hemopro vh-3500 cautery jaw covering delaminated and came apart. The harvester was in the middle of the case when they went to clean biomaterial off the cautery. They removed the cautery wand, cleaned the jaws, and when the wand was inserted back into the sheath the jaws came out the other end without the sheathing. The harvester immediately removed the cautery wand from the field. There was no noticeable separation of the heating element from the jaws. No material entered the patient. No extended delay was caused in the case. A second kit was opened and the case was completed without incident. There was no harm caused to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25163015 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/27/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed the jaws. Charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The gray silicone insulation on the cold jaw was observed to be peeled back from the middle of the cold jaw to the tip, exposing the metal portion of the cold jaw. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device, the reported failure "peeled; jaw/delaminated" was confirmed.